Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A sample is not required for use error as there is no allegation against the device. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review will not be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be submitted if additional information becomes available.

Event description:
On (B)(6) 2012, product surveillance contacted the home patient (hp) regarding an unrelated alarm. During the conversation, the patient alleged she was hospitalized because she could not drain fluid and was being tested for an infection. The hp stated that she was taking medications right now and was swollen. Pd therapy was ongoing. On (B)(6) 2012, global pharmacovigilance conducted follow-up with the hp regarding the event of swollen and being in the hospital. The following information was obtained: the patient clarified that "couldn't drain any fluid" meant that the homechoice was not draining or filling her. At the time of "couldn't drain any fluid", the patient performed a manual drain and fill without difficulty. The patient further clarified that "couldn't drain any fluid" was not the reason for her hospitalization. The patient was hospitalized for "peritoneal infection" (same as "being tested for infection"), fluid overload (same as "swollen"), and "something else" that she was not able to specify. In 2012, the patient was recovering from all events. Pd therapy was ongoing without further "couldn't drain any fluid." Events were not related to the homechoice machine or dianeal/extraneal solutions. On (B)(6) 2012, global pharmacovigilance conducted follow-up with the peritoneal dialysis registered nurse (pdrn) regarding the events of peritoneal infection, fluid overload, and "something else." The following information was obtained: in 2010, the patient began peritoneal dialysis (pd) therapy. On (B)(6) 2012, the patient was diagnosed with peritonitis and hospitalized on the same date. Treatment while hospitalized was unknown. On (B)(6) 2012, the patient was discharged from the hospital with orders to take oral antibiotics (drug, dose, frequency unknown) for the peritonitis. In 2012, the patient was recovering. On (B)(6) 2012, the patient was diagnosed with recurrent peritonitis and hospitalized the same day. Treatment while hospitalized was unknown. On (B)(6) 2012, the patient was discharged with orders to take oral antibiotics (drug, dose, frequency unknown) for the recurrent peritonitis. Outcome was unknown. Pd therapy was ongoing. The cause of the peritonitis was a break in aseptic technique. The nurse was not able to provide further details related to break in aseptic technique. In 2012, the patient was retrained in proper aseptic technique. The pdrn did not confirm the consumer reported events of fluid overload or "something else" and stated the only reasons for hospitalizations were peritonitis and recurrent peritonitis. The cause of the recurrent peritonitis was patient failure to take the prescribed oral antibiotics for the peritonitis. The peritonitis and recurrent peritonitis were not related to dianeal or extraneal therapies or to any baxter device or disposable part.

Manufacturer narrative:
(B)(4). This report of use error - breach in aseptic technique is confirmed because the nurse reported a break in aseptic technique by the patient. However, the assignable cause could not be determined. Instructions related to the reported problem are contained in the product labeling, are accurate and sufficient, and easily accessible by the patient. No issues were identified with the product labeling that would contribute to the reported problem. Since the lot number was unknown, a batch review could not be performed.